Event description:
It was reported that the patient presented remotely via Merlin.net. Review of the transmission revealed that the Implantable Cardioverter Defibrillator (ICD) exhibited Post-Paced T-wave Oversensing (PPTWOS) and Far R wave over-sensing resulting in inappropriate mode switch (AMS). The patient did not receive therapy during the oversensing. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences.